Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the devices are unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery the nail can turned when it was attached with the bolt, and it resulted in the screw holes not lining up with the drill guides. The nail could not be implanted. The surgeon opened a new nail, and it had a normal size hole at the proximal end and the screws went through the nail. No other information was provided. Requests for additional information were made to no avail. This report is related to report number 3025141-2024-00665 for the nail involved in this event.